Event description:
It was reported that the customer's insulin pump kept scrolling when attempting to enter in carbohydrates. The customer removed the battery, reinserted the battery and received a battery out limit alarm. The customer was unable to clear the battery out limit alarm by pressing the esc and act button. The customer's blood glucose was unknown. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No further testing could be performed due to button/keypad anomaly. No unexpected numbers ramping/scrolling on their own noted. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip and minor scratched display window.